Event description:
On (B)(6) 2014 the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system to treat an abdominal aortic aneurysm. The endoprosthesis is placed closed to the renal artery, but not completely deployed. A re-ballooning or implantation of an additional gore® excluder® aaa endoprosthesis is planned on (B)(6) 2014.

Manufacturer narrative:
.

Manufacturer narrative:
On (B)(6) 2014 additional information was received from field sales associate: on (B)(6) 2014 a re-intervention was performed as planned and a helifix system (company (B)(4)) was inserted. It was seen that the prosthesis did not have sufficient wall apposition. Therefore the prosthesis was fixed with 8 screws and dilated with a balloon ((B)(4)). Afterwards a gore® excluder® aaa endoprosthesis ((B)(4)- lot 12003258) was implanted using a gore® dryseal sheath ((B)(4) lot 12315517). Final angiography did not show a type I endoleak. The patient was doing well following procedure.